Event description:
It was reported that the patient underwent gastric bypass surgery in 2002. The patient subsequently developed healing difficulties, and the wound was re-explored 9 mos later. The sutures were reportedly found intact and surrounded by a chain of abscesses. The wound was left open for about six months. The current patient status is not known.